Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. The patient's anatomy was reported to be moderately calcified with an unknown amount of tortuousity and was considered appropriate for endovascular treatment. The patient was reported to be very frail and has a history of lung cancer, peripheral vascular disease and coronary artery disease. It was reported that the implantation of the stent grafts was successful but approximately five minutes prior to closure the patient's blood pressure began to drop. Angiography demonstrated a dissection in the iliac artery, which was caused by either a balloon or sheath. A 16 mm diameter x 8.5 cm length aneurx iliac extension limb was successfully implanted to seal across the dissection. It was reported that CPR was performed and blood products were given but the patient continued to deteriorate and expired on the table.